Event description:
Additional reason for revision: alval/soft tissue reaction.

Event description:
Asr revision: according to claims handler, patient states: ultrasound scheduled. States he gets pain from time to time, never constant, plays golf- sometimes has problems walking around golf course, has problems sometimes when he gets up, when he walks gets pain, gets pain when on motorbike, when at gym, has noticed significant eyesight problem "related to hip, high range hearing loss-" associated with hip. States he feels he is getting more emotional/ confused. Primary surgery: (B)(6) hospital. Asr xl acetabular system (left). Update: updates added and information verified against (B)(6) spreadsheet dated (B)(6) 2012.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.